Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 1045248. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing was not performed for the batch number provided because the batch number is invalid. The reported issue was unable to be confirmed. There are no current trends against false negative or discrepant results. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. Repeat tests were performed using an antibody test and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer problem: 1 false positive 5/6/21 and 2 false negative 4/26/21 confirm pcr "

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. Repeat tests were performed using an antibody test and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer problem: 1 false positive (B)(6) 2021 and 2 false negative (B)(6) 2021 confirm pcr."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for bd rapid detection of sars-cov-2 veritor¿ 2 false negative results were obtained. Repeat tests were performed using an antibody test and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua(B)(4). The following information was provided by the initial reporter: "customer problem: 1 false positive (B)(6) 2021 and 2 false negative (B)(6) 2021 confirm pcr".